Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a colonic stenosis dilatation procedure to treat postoperative anastomotic stricture performed on (B)(6) 2026. During the procedure, the balloon ruptured when the expansion pressure was increased within the specified pressure range. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.